Event description:
It was reported that the patient developed a pacemaker pocket erosion. The entire pacemaker system including a medtronic left ventricular (lv) lead was removed. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).